Event description:
Patient noted with intense light sensitivity and irritation resulting from dense sterile infiltrate on both eyes. Patient had significant opaque bubble layer (obl) during surgery which may or may not be related. No lift and rinse was performed. No loss of best corrected visual acuity.

Manufacturer narrative:
(B)(4). , evaluation: customer indicated that opaque bubble layer (obl) occurred during initial surgery on (B)(6) 2013, but is uncertain whether it is related to the event reported. A request for field service was made on (B)(6) 2013 and a field service engineer was dispatched to the site. System was operating properly and met specifications. Patient was seen for follow-up on (B)(6) 2013. Optometrist stated light sensitivity and irritation had resolved. Optometrist stated that dense sterile infiltrate had caused permanent corneal scarring and thinning with flap melt at peripheral edge; no flap lift and rinse was done. Optometrist stated that there is no loss of visual acuity or visual impairment, as corneal scarring and thinning occurs peripherally. Placeholder.